Event description:
It was reported that the user experienced a high blood glucose episode after running out of sensors, switched to bg run mode for approximately 72 hours, and insulin dosing stopped until a new sensor was obtained and paired with the pump, after which glucose levels were corrected. Symptoms included hyperglycemia peaking at 318 mg/dl, polydipsia, nausea, and dry mouth. Outcomes included no lasting health consequences or impact. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed no device problem found, with no applicable device component identified, and the event associated with the user not starting a new sensor in a timely manner to continue ilet dosing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.